Manufacturer narrative:
H6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. An x-ray figure were provided. It could be possible that there were problems with the cement technique and due to this the implant has loosened prematurely. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx009z - as vega ps femoral comp.cemented f4n l. According to the complaint description, the revision surgery was 3 years post surgery due to loosening of the femur implant. The patient had complained of knee pain and x-ray results showed femur device loosening. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nx112 - vega ps gliding surface t1/1+ 14mm - lot 52347063, nx051k - vega ps tibial plateau cemented t1 - lot 52425873, nn261k - tibial obturator d12 mm - lot 52434005.